Event description:
It was reported that the customer received motor error and a motor position encoder error alarms on the insulin pump, right after magnetic resonance imaging was performed while the customer had the insulin pump on. The customer's blood glucose was 119 mg/dl. The customer was not using the sensor feature on the insulin pump. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and cracked case near the display window corners.